Manufacturer narrative:
Follow-up from 17-dec-2015: no further information is expected. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2014 and reported genital bleeding for months after essure insertion and pain, both serious and listed events in the reference safety information for essure. Additional non-serious events were reported. After essure insertion, pain, abnormal genital bleeding and menses pattern changes may occur. In this particular case, as the events were referred after essure insertion, causality is considered related. She underwent a hysterectomy in 2015 (essure was removed on (B)(6) 2015) after she could not deal with the pain anymore, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5055946) in united states on 22-oct-2015 who had essure (fallopian tube occlusion insert) implanted in 2014. The consumer received the following concomitant medication: percocet (oxycocet). She bleed for months straight right after implant. Back pain started immediately after implant was put in. She couldn't have sex with her husband because every time they tried, she bled everywhere. Then, she underwent a hysterectomy in 2015 (essure was removed on (B)(6) 2015) after she could not deal with the pain anymore and she had a giant cyst on right ovary. Hospitalization was mentioned but not specified and/or assigned to one of the events. Ptc investigation result was received on 12-nov-2015. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted in 2014 and reported genital bleeding for months after essure insertion and pain, both serious and listed events in the reference safety information for essure. Additional non-serious events were reported. After essure insertion, pain, abnormal genital bleeding and menses pattern changes may occur. In this particular case, as the events were referred after essure insertion, causality is considered related. She underwent a hysterectomy in 2015 (essure was removed on (B)(6) 2015) after she could not deal with the pain anymore, so this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. Additional information was requested.